Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the e-100 did not have power. The customer traced all their cables, moved the power cord and still the e-100 had no power. The customer continued without the e-100. The procedure was completing as planned with no reported injury. An intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting power issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the e-100 to resolve it. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 was analyzed and the reported failure was replicated. This e-100 was installed into the printed circuit assembly (pca) vision side cart (vsc) system. When the e-100 was attempted to be turned on there was no power. Also, the front panel was replaced. This complaint is reportable malfunction event due to the following conclusion: the e-100 was abandoned after the start of the procedure. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.